Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to water infiltrating the device and damaging its internal components. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.